Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 8mmol/ l at the time of the incident. It was reported that they are getting many alarms on their insulin pump. Customer states they are able to rewind the pump. The insulin pump passed displacement test. Customer states alarm occurred during basal delivery. The screen went blank again during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.